Event description:
Additional information noted that a revision took place and the system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of an infection. Antibiotics were administered to the patient and a follow up will be scheduled for possible system revision. There were no additional adverse effects reported.

Event description:
Additional information noted that no revision will take place as it appeared the infection was better.